Event description:
Boston scientific received information that during the implant procedure, all leads were implanted and connected to this implantable cardioverter defibrillator (ICD). Initially, the right ventricular (rv) pacing impedance measurement was 200 ohms and a connection issue was suspected. The rv lead was removed and reconnected, with acceptable pacing and shocking impedance measurements observed. After the pocket was closed, final lead measurements were obtained. The shock impedances were unstable, with measurements of 0 ohms to less than 20 ohms noted. The pocket was reopened and the lead was tested on the pacing system analyzer (psa) with normal measurements found. However, when the lead was connected again to the device, the impedance measurement remained out-of-range. No noise was seen on the electrograms. A new device was connected to the lead and normal measurements were confirmed. The procedure was completed. No additional adverse patient effects were reported.

Manufacturer narrative:
The attempted device was expected to be returned for laboratory analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. All seal plugs were intact and all setscrews moved freely. Detailed inspection of the df-4 lead barrel was performed; all dimensions were within specifications and no shorted conditions were observed in the df-4 connections. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the low out-of-range shock impedance measurements that were observed during the implant procedure.